Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.

Event description:
During a percutaneous coronary intervention (pci), the 2.50 x 23 cypher stent failed to cross the target lesion. There was no reported pt injury. Upon receipt of the returned product, the stent was dislodged and the stent struts were flared. Add'l details regarding the procedure are not available.